Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was replaced on (B)(6) 2018. The dose was decreased from 12 mg/day to 10.2 mg/day and the concentration and drug was 25 mg/ml morphine. No catheter changes in the case. The patient status was unknown by the rep at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the multiple motor stalls and recoveries was unknown. The hcp had requested the pump to be sent for analysis when explanted. As an action/intervention taken to resolve the motor stalls, the hcp referred pump replacement with neurosurgeon. Surgery was on (B)(6) 2018.

Manufacturer narrative:
Analysis of the pump (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6; the previously reported device code c63067 no longer applies to this event and has been updated to c62859. The previously reported conclusion code 92 no longer applies to this event and has been updated to 11. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the manufacturer representative (rep). The explanted pump was returned for analysis with pump logs from (B)(6) 2018. Logs show an active alarm for motor stall occurred. On (B)(6) 2018, a motor stall recovery occurred at 20:32. On (B)(6) 2018, at 01:32 a motor stall occurred. On (B)(6) 2018, at 22:49, a motor stall recovery occurred. On (B)(6) 2018, at 16:17, a motor stall occurred. On (B)(6) 2018, at 20:08, a motor stall recovery occurred. On (B)(6) 2018, at 21:16, a motor stall occurred. On (B)(6) 2018, at 20:49, a motor stall recovery occurred. On (B)(6) 2018, at 02:59, a motor stall occurred. On (B)(6) 2018, at 19:12, a motor stall recovery occurred. On (B)(6) 2018, at 21:10, a motor stall occurred. On (B)(6) 2018, at 12:09, a motor stall recovery occurred. On (B)(6) 2018, at 16:17, a motor stall occurred. On 2018-(B)(6) 2018, at 16:17, a stopped pump period may exceed tube set error occurred. On (B)(6) 2018, at 21:02, a motor stall recovery occurred. On (B)(6) 2018, at 06:18, a motor stall occurred. On (B)(6) 2018, at 21:55, a motor stall recovery occurred. On (B)(6) 2018, at 18:27, a motor stall occurred. On (B)(6) 2018, at 18:27, a stopped pump period may exceed tube set error occurred. On (B)(6) 2018, at 21:16, a motor stall reco very occurred. On (B)(6) 2018, at 02:26, a motor stall occurred. On (B)(6) 2018, at 23:07 a motor stall recovery occurred. On (B)(6) 2018, at 02:13, a motor stall occurred. On (B)(6) 2018, at 01:38, a motor stall recovery occurred. On (B)(6) 2018, at 03:42, a motor stall occurred. On (B)(6) 2018, at 03:42, a stopped pump period may exceed tube set error occurred. On (B)(6) 2018, at 07:57, a motor stall recovery occurred. On (B)(6) 2018, at 08:05, a motor stall occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. Multiple motor stalls and recoveries occurred in (B)(6) 2018 and (B)(6) 2018. The plan was to replace the pump within a week. The symptom of pain was reported. No further complications were expected or anticipated.